Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? 4th year resident of general surgery with previous training and has done approx 30-40 similar cases before where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b and a bit towards to lower third (towards more closed stapler) did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No / normal to close. Was the device difficult to fire? Difficult to fire. Can more information be provided about the sound heard during the firing? There was no sound of cracking the plastic circle. When the surgeon ¿fired again,¿ was this with the same stapler? Yes. Were the donuts inspected? If so, please describe. Yes, donut was not full circle, both parts. Was a complete transection of the white breakaway washer visually confirmed? Yes, after second firing *no check after first cutting. What is the current status of the patient? Recovery was without complications, current status is not known, patient was discharged in good condition.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5a89u. Additional information was requested and the following was obtained: can more information be provided on how the ¿suture line was not correct?¿ please describe the staple form. Staplers were not correctly formed approximately 1/4 or the circle (right front plane) of the anastomosis, bowel lumen was open. Staplers were visible but not correctly formed. Other part of the anastomosis and other staplers were formed correctly. Or nurse took the picture of the opening where the misformed staplers and anastomotic opening is seen (picture is made during closing the defect with suture). How long was the procedure delayed? Surgeon managed to close the defect with suture via pfannenstiel mini-laparatomy wound, operation prolonged approximately 0.5h because of this. Were there any patient consequences or changes to the post-operative care of the patient as a result of the delay or issues experienced with the cdh29a? Patient recovered without complications. Photo evaluation summary: upon visual inspection of a photo the following was observed: the photo shows a surgical instrument grasping a needle at the body area. Tissue with several staples and two malformed staples can be seen on the tissue. Based on the photo alone the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can more information be provided on how the ¿suture line was not correct?¿ please describe the staple form. How long was the procedure delayed? Were there any patient consequences or changes to the post-operative care of the patient as a result of the delay or issues experienced with the cdh29a?

Event description:
It was reported that a right laparoscopic hemicolectomy was performed on patient because of sigmoid cancer. After removal of the carcinoma, a circular stapler cdh29a was used to create bowel anastomosis. After the stapler was positioned and fired for the first time the surgeon did not hear the characteristic sound that the washer of the stapler makes. The surgeon fired again and removed the stapler with difficulties but it became evident that the suture line was not correct and did not provide hermetic closure. To provide hermetic closure the surgeon performed manual suturing of the anastomosis. Surgery was delayed an unknown length of time. The procedure was completed successfully. Right after the surgery no evident consequences for the patient but full patient outcome will be clear after several days.